Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon inflated as intended. When the balloon was being removed, the balloon came apart and had to be retrieved from inside the patient. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).